Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturers specifications. The external features were visually inspected and no evidence of damage or manufacture issues was observed. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device manufacture date is currently unavailable. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event: it was reported from (B)(6) that during a cortical mastoidectomy surgical procedure, it was discovered that two burr devices seemed to jump while drilling. The reporter stated that it was very dangerous next to delicate neuro tissue and blood vessels. The devices were used together with the attachment device and motor device. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of event is unknown, however, the event was reported to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date of event was documented as (B)(6) 2016 in the initial report. It has been updated as (B)(6) 2016. Additional information: the device manufacture date was documented as unknown in the initial report. It has been updated as apr 14, 2016. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For the initial medwatch, a follow-up medwatch will be filed as appropriate.